Event description:
Healthcare professional reported the valve was explanted due to structural dysfunction. At re-operation, surgeon noted disruption of the attachment of one of the cusps to the strut at the commissure.